Event description:
It was reported that the customer had damage near the drive support cap on the insulin pump. Customer's blood glucose level was 47 mg/dl. Customer ate food to treat. Customer reported there were cracks near the drive support cap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk, minor scratches on lcd window and broken reservoir tube lip.